Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported that the bg meter and cgm values were over 30 percent different. The sensor was inserted on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.